Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a follow-up. The patient was closely monitored due to ventricular lead noise. Programming changes were previously made. New episodes of hvr due to oversensing on the lead noise were noted via merlin.net transmission. Review of the episodes confirmed episodes that resulted in inhibition of ventricular pacing. The patient has complete heart block. Programming changes would not resolve the issue. Lead revision was suggested. No further information is available at this moment.